Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 338.100, lot# 7634307. Manufacturing location: (B)(6), manufacturing date: feb 17, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the femoral neck fracture on (B)(6) 2017. When the surgeon was trying to ream the head of the femur by using the drill bit, the surgeon was unable to ream the outer cortex of the femur. The outer cortex of the femur was burnt. When the surgeon pushed the drill bit further more to the outer cortex bone, the surgeon was eventually able to ream the femoral head. Thereafter, the surgery was completed under a normal operative procedure. There was no adverse consequence to the patient. According to the surgeon's opinion, there was a possibility that the drill bit might have been degraded. The doctor also stated that additional treatment due to this event would not be needed. The surgery was extended for 15 minutes. This report is for one (1) 8.0mm drill bit for dhs/dcs triple reamer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The received drill bit shows significant use during its five (5) year of lifespan. The tip and the cutting edges are rounded and worn. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The measurable dimensions are well documented and all within the valid specifications. The exact cause of this complaint could not be determined. Due to the wear and tear signs, it can be assumed that this product was intensively used instrument. Bad condition of the device before surgery could also lead to the complained issue. Per the leaflet ¿important information¿, ¿check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces¿. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.